Manufacturer narrative:
Awareness date added to report

Manufacturer narrative:
The device was discarded by user facility therefore unable to be returned and evaluated. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. A historical review of complaint data revealed there have been no other similar reports for this device and lot combination per a two year review. The calculated rate of occurrence of this failure in the past two years is 0.022 percent. A risk analysis was performed and found this failure mode and occurrence level to be acceptable and consistent with current risk documents. The instructions for use advise the user of the following. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of implants are important considerations in the successful utilization of these devices. Surgeon must choose proper implants size based on specific procedure and patient history. Do not use excessive force on instrument to avoid damage or breakage during use. When removing driver from pilot hole pull driver straight out. Do not rotate or oscillate driver about its axis or breakage of driver tip and/or anchor may result. Exercise care in the use of these devices to minimize side or bending loads. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
A conmed representative reported on behalf of the user facility that during a labral repair the y-knot flex pronged tip broke. The prong was stuck in the y-knot suture mesh and found immediately by the surgeon. The procedure was completed with a new y-knot flex device with no surgical delays reported. There was no patient injury reported. This report is raised on the basis of a reported malfunction with potential for injury with recurrence.